Manufacturer narrative:
The field service engineer replaced the data acquisition (da) printed circuit board assembly (pcba) to repair the device. The device was cleaned and the fse completed a running and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned for evaluation at the philips product investigation lab (pil). A pil technician completed pressure accuracy testing, which the part passed. The technician could not duplicate the alleged proximal pressure failure. The returned and suspected faulty da pcba operated on the pil test device without issue or replication of a diagnostic or error code. Product UDI is corrected.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failure error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer found the autozero failure error code in the device event log, confirming the need to replace the data acquisition (da) printed circuit board assembly (pcba). The repair completion is pending the quotation approval by the customer. This investigation is ongoing.